Event description:
It was reported that during a rectum procedure that the device would cut but stapled partially. The device was used with 3 reloads. It blocked with the reload ecr60b/lot - c4f11e. Another like reload was placed and it worked with no issue. There was no adverse patient consequence.